Event description:
The graft was implanted for a femoral - popliteal bypass procedure. During the procedure a 2.3cm rip was noticed after cutting one beveled edge. The edge was re-trimmed to exclude the torn section. There was no complication to the patient reported. The graft was left in. The patient's post-operative condition was reported as fine. The procedure took longer than it should have taken due to the repair of the tear.

Event description:
On 1/11/2006, we learned from european post-market quality that no product from this complaint was attainable.